Manufacturer narrative:
The device has been received by depuy synthes power tools. The device was evaluated and the reported condition of cannot remove cutter was confirmed. During service, the cutter was observed to be stuck inside the device. If add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from USA stating cutter could not be removed from device during surgery. There was no pt or user injury reported. It is unk if surgical delay or medical intervention occurred. The date of the event is unk. There is no add'l info provided.